Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and to call back if any future malfunction alarms occurred, which customer acknowledged and understood.